Event description:
The pump was returned for investigation. Investigation revealed a display failure. This report is made based on results of investigation completed on 05/23/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 05/23/2014 with the following findings: during investigation, the display screen was found to be dim and discolored. Unrelated to this issue, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. (B)(4).